Event description:
An end user noted her peristomal skin being purplish in color when she removed the convex skin barrier. The product has been in use since approx (B)(6) 2013.

Manufacturer narrative:
The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on march 15, 2016, (B)(4).

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user was instructed that the purplish discoloration should lessen about 75 percent before she should put her new skin barrier back on. She started using sur-fit natura moldable durahesive skin barrier w/hydrocolloid flexible collar wafer at which time the purplish discoloration resolve and is no longer present. The al 1-piece flat skin barrier was recommended to the user. No additional pt/event details have been provided to date. Should additional info become available a f/u report will be submitted. A return sample for eval is not expected.